Event description:
A report was received that the patient was experiencing a shocking sensation even when the stimulator was turned off and developed a blood clot after a revision procedure (MFR report #: 3006630150-2015- 1072). The patient could not handle the stimulation being turned on at all times without being internally shocked. The patient underwent a revision procedure wherein the ipg and a lead were replaced per physician's preference. No device malfunction was suspected. It was noted that the physician replaced the lead per preference because the end of the lead appeared to be frayed. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a shocking sensation even when the stimulator was turned off and developed a blood clot after a revision procedure (MFR report #: 3006630150-2015- 1072). The patient could not handle the stimulation being turned on at all times without being internally shocked. The patient underwent a revision procedure wherein the ipg and a lead were replaced per physician's preference. No device malfunction was suspected. It was noted that the physician replaced the lead per preference because the end of the lead appeared to be frayed. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the blood clot was unrelated to the device or procedure.